Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and not allow to resume. The customer's blood glucose (bg) level was 290 mg/dl and had administered a manual injection to address bg level. During follow up with tandem technical support, the customer was able to clear the alarm and resume insulin delivery.